Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to the lower abdomen using coolcore applicators and to the flanks using coolcurve applicators, then on (B)(6) 2016 to the upper abdomen using coolcore applicators, who developed paradoxical hyperplasia (pah / ph) after treatment. Ph was described as non-tender, smooth, more dense than adjacent tissue, slight demarcation to abdomen and flanks. On (B)(6) 2016, the patient was assessed and diagnosed with paradoxical hyperplasia (pah / ph) to the abdomen and flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on 15-a(B)(6)ug-2016 to the lower abdomen using coolcore applicators and to the flanks using coolcurve applicators, then on (B)(6)2016 to the upper abdomen using coolcore applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as non-tender, smooth, more dense than adjacent tissue, slight demarcation to abdomen and flanks. On (B)(6)2016, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) to the abdomen and flanks.

Manufacturer narrative:
Corrected data: h7., h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to the lower abdomen using coolcore applicators and to the flanks using coolcurve applicators, then on (B)(6) 2016 to the upper abdomen using coolcore applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as non-tender, smooth, more dense than adjacent tissue, slight demarcation to abdomen and flanks. On (B)(6) 2016, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) to the abdomen and flanks.